Manufacturer narrative:
Exemption number (B)(6) assigned to this retrospective summary report. At time of acquisition of power medical interventions by covidien, a review of the complaint files determined the complaints summarized herein should have been reported to the FDA as malfunctions. For the procode gdw this and 146 additional events (malfunctions) are being included in this summary. (B)(6).

Event description:
The surgeon fired the i60 across the small bowel 4 times. All of the staple lines were complete, and the blades completely transected the tissue. During the first transaction, which was the proximal bowel transaction, the device fired completely, but the tissue was not removed easily from the anvil. The dr had to pull on the tissue to remove it from one side of the anvil. During the next transaction, distal, the same thing happened. Dr. (B)(6) once again had to pull the tissue from the jaws of the device. Again it was only on one side of the anvil. Next the dr made his side to side anastomosis. The device worked properly for this firing, however, when the scrub tech went to remove the dlu the plastic part of the load came out, but the metal housing of the reload stayed in th jaws. The scrub tech had to get a snap to pull the metal housing out of the jaws. The final load used was to close the common opening. This firing worked correctly.